Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that at the start of treatment, a blood leak occurred. The machine alarmed "blood leak." Blood was noted in arterial dialysate line and was confirmed with hemastix. Blood was not returned to pt. Estimated blood loss was 200 cc's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been discarded.